Event description:
The manufacturer received a voluntary medwatch (mw5102372) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a brain tumor. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of serious patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging hearing loss, dizziness and uncoordinated are mostly associated with brain tumor, gall blader removal related to a CPAP device's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. Section h6 (clinical code) corrected in this report.

Manufacturer narrative:
Additional information was received on oct,09 2023, and section h11 should be reported as: the manufacturer previously received. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging hearing loss, dizziness and uncoordinated are mostly associated with brain tumor, gall blader removal related to a CPAP device's sound abatement foam. Additional information was received about the allegation of eye irritation, headache, kidney disease/toxicity, liver disease/toxicity, lung disease, brain tumor (acoustic neuroma). Section e1 and h6 health effects: clinical codes has been updated in this report.